Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that during a right ankle surgery, a stryker 4.2 x 360mm drill bit broke off in a single piece inside the patient's ankle. The surgical team successfully retrieved the entire broken piece using x-ray guidance, and the surgery was completed without any complications. No adverse effects on the patient were reported following the retrieval and completion of the procedure.

Manufacturer narrative:
Correction to d4(gtin). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The individual steps and compatibility and correct handling of the implants are described in detail in the operative technique manual for the product system. With given details a breakage could not be confirmed but as per further details given the drill, ao, sterile gamma3 in question was used during a right ankle surgery, which is not intended to be used in this combination. However, the corresponding operative technique clearly instructs and describes in detail the individual steps and usage of implants and instruments. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that during a right ankle surgery, a stryker 4.2 x 360mm drill bit broke off in a single piece inside the patient's ankle. The surgical team successfully retrieved the entire broken piece using x-ray guidance, and the surgery was completed without any complications. No adverse effects on the patient were reported following the retrieval and completion of the procedure.